Event description:
It was reported that the pump battery was unresponsive. Customer's blood glucose (bg) level was 550 mg/dl. Elevated bg was addressed via manual insulin injection. Customer began charging the pump and the pump display turned on.